Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported that the surgeon was using a twist drill off-label with a gas-powered micro air drill. After he inserted the twist drill, he pulled the trigger to test, and the twist drill fractured off at a 90-degree angle, forcing the broken fragment to become lodged into the doctor's knuckle. The twist drill had to be removed by another surgeon.